Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The cycler underwent and failed the system air leak test due to unable to build pressure to 2800mbar. During an internal inspection of the returned cycler, it was found that the blue pressure tubing on the compressor was disconnected preventing the cycler from building pressure causing a stall. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported they were hospitalized on (B)(6) 2021 for hypertension. No further information was provided. Attempts to obtain additional information were unsuccessful. It is unknown if the patient has a history of hypertension or if they were on any prescription medications for blood pressure control. There was no allegation of a liberty select cycler malfunction or deficiency causing the hypertensive event. There is no evidence the patient was in active treatment at the time of the event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
A peritoneal dialysis (pd) patient reported they were hospitalized on (B)(6) 2021 for hypertension. No further information was provided. Attempts to obtain additional information were unsuccessful. It is unknown if the patient has a history of hypertension or if they were on any prescription medications for blood pressure control. There was no allegation of a liberty select cycler malfunction or deficiency causing the hypertensive event. There is no evidence the patient was in active treatment at the time of the event.